Event description:
It was reported that patients spinal cord stimulator trial lead had migrated and patient was not able to get enough pain relief. The lead migration was confirmed via imaging. The patient underwent a trial lead repositioning procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7277679, UDI: (B)(4).